Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient's spouse in addition to referring her to the patient at-home guide for further guidance.

Event description:
A home patient's spouse contacted baxter's technical service center for assistance regarding a "check heater line" alarm received during dwell 1/5 of the home patient's automated peritoneal dialysis therapy. Reportedly, when the home patient setup supplies (which the spouse usually does), he spiked through the port of the heater bag. The home patient's spouse noted the heater bag leaking when she got home and replaced the leaking heater bag with a new bag. Baxter's technical service center assisted the spouse in ending therapy early. No patient injury or medical intervention was associated with this incident, per the home patient's spouse.